Manufacturer narrative:
The device was reprogrammed to resolve the oversensing on the atrial channel. A lead revision procedure was being considered. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's leads, exhibited oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) episodes. A sudden increase in right ventricular (rv) lead impedance measurements was observed, including an out of range measurement resulting in a change in lead polarity. An increase in rv pacing thresholds was also noted. The patient does not pace in the ventricle and rarely paces in the atrium. There were no patient symptoms or adverse patient effects were reported.